Manufacturer narrative:
Sections with additional information as of 10-feb-2026: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Most likely underlying root cause: (B)(4): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer called concerned with test results from results obtained of 48 mg/dl. The customer stated her expected am fasting blood glucose test result range is 100-202 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/16/2027 and per the customer the open vial date is <1 week. The meter memory was reviewed for previous test result history: result 1: 244 mg/dl, date: (B)(6), time: 1:56am fasting , result 2: 275 mg/dl , date: (B)(6), time: 1:55am fasting, result 3: 202 mg/dl, date: (B)(6), time: 1:51am fasting, result 4: 126 mg/dl, date: (B)(6), time: 1:52am fasting, result 5: 281 mg/dl, date: (B)(6), time: 12:47pm fasting , result 6: 299 mg/dl , date: (B)(6), time: 11:18pm unknown result 7: 48 mg/dl, date: (B)(6), time: 8:26am fasting.